Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was discovered during dwell phase of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.